Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure it was noted it was difficult to obtain septal orientation of lp. After fixation it was noted that the lp was dislodged during deflection test while attached to tethers. It was further noted that the lp helix was stretched. The lead was removed from body and new lp was implanted during procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Reported events of stretched helix and device dislodgment were not confirmed. Visual inspection noted helix length was within specifications. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity. No anomalies were found.